Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece broke off inside the patient. There was no additional information available. On 5/24/2007, additional information was received. It was reported that the plastic half ring broke off close to the incision site. The broken piece was retrieved from the original incision site. No patient complications have been reported.

Manufacturer narrative:
Investigation details: investigation was completed, and it was observed that only half of the c-ring was attached to the c-ring wire; complaint is confirmed. The missing plastic c-ring half and scope wash tubing were not returned with device. A lhr review was completed for the product, there was no nonconformance associated with the lot number.